Manufacturer narrative:
The reported event of reset was confirmed in the lab. The device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The sensing was tested and no anomaly was detected. The cause of the field event is due to normal battery depletion.

Event description:
During a follow-up, the device was found in backup vvi mode. The device was explanted to resolve the event and the patient's status was stable.